Event description:
It was reported the implantable neurostimulator (ins) stopped working 3-4 years prior to report and was not on currently. It was noted the health care provider (hcp) was going to remove it but could not due to the patient's heart problems. The patient had a CT scan and was looking to get an MRI due to a stroke the patient had the thursday prior to report. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 7435, serial# (B)(4), implanted: (B)(6) 2004, product type programmer, patient; product ID 3998, lot# j0454409v, implanted: (B)(6) 2004, product type lead; product ID 748951, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 748951, serial# (B)(4), implanted: (B)(6) 2004, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).